Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. The caller reported contacts 0-8 still have high impedances and they obtained x-rays but the caller had not yet seen the images.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2016 due to normal battery depletion and since they had noticed that therapy did not feel like it did before, a shocking sensation, the ins site was uncomfortable and they experienced muscle spasms in their back, near t-11, t-12. The patient took longer than normal to heal from this ins replacement. The patient also had stim system for cervical area and that system was working fine. Impedance measurements were taken, 0-1 were good but 2, 3, 4, 5, 6, 7 and 10 were greater than 10,000 ohms. 8-15 electrodes were good. They switched reference electrodes and those certain contacts were still showing out of range. They looked at reference electrode 8 and 0 showing 755 ohms and 1 was 3631 ohms. The patient had not turned implantable neurostimulator (ins) off so it was unknown if shocking was still present with the ins off. It was noted that the change in therapy related to positional movement. The patient felt shocking sensation in their back down through their legs when they bend down. Shocking did not happen all the time but it was usually when the patient was bending down and was leaning more to the side. The shocking had caused the patient to be less active. The patient's therapy was not the same as before, they noticed the difference in their back but it still felt normal down their legs. The patient noticed the change in therapy after the replacement and when they began to heal and could be down more, that's when they noticed the shocking. The patient was getting good coverage prior to the ins replacement and the programming was copied to the new ins. The patient was programmer on electrodes 2, 3, 4, 5, 10, 11, 12, 13 but it was running much higher amplitude then they had before. It was stated that because the patient had two systems it was somewhat difficult to determine which leads/extensions below to the thoracic stimulator. The clinician programmer had this ins connected to two leads and an extension but it was unknown if this was accurate. The surgical lead was sewn to their spinal cord and it was still active as well. Palpating along battery and system did not elicit shocking. The ins felt somewhat tilted in the pocket and felt like it had moved. It was reviewed that they attempt reprogramming and obtain x-rays. They also recommended having patient turn ins off and see if shocking still occurs. It was also reviewed that they may have to have physician look at the patient's back/ins site to see if medically anything was going on due to area being uncomfortable and the muscle spasms. The shocking/therapy not the same was in (B)(6) 2016, high impedance was on (B)(6) 2016, uncomfortable at the ins site on (B)(6) 2016, and muscle spasms were on (B)(6) 2016. On (B)(6) 2016, the rep tried to recreate the shocking that they were experiencing and they were unable to both with the system on and the system off. The patient admitted it was only a certain bending over positon in which they experienced it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.